Event description:
"Our orthopedic surgeon, during an anterior cruciate ligament surgical repair procedure, used this tendon stripper. A 4mm diameter (approximate size) fragment broke off from the tip or working end of the instrument and was left in the medial side of the pt's left knee. There was no evidence of previous damage to this instrument and was almost new, used only twice before. The surgeon did not place undue force, stress or torsion on the instrument. The surgeon used this instrument as designed, on soft tissue only. We could not determine what caused the instrument to break."